Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that inside the ellik evacuator packaging, the two adaptors were switched inside the inner packaging. The wolf adaptor was inside the acmi adaptor packaging and the acmi adaptor was inside the wolf adaptor packaging. The adaptors were placed incorrectly on the device due to the mixed adaptors, which caused leakage from the evacuator. The device was replaced and no medical intervention was required.

Event description:
It was reported that inside the ellik evacuator packaging, the two adaptors were switched inside the inner packaging. The wolf adaptor was inside the acmi adaptor packaging and the acmi adaptor was inside the wolf adaptor packaging. The adaptors were placed incorrectly on the device due to the mixed adaptors, which caused leakage from the evacuator. The device was replaced and no medical intervention was required.

Manufacturer narrative:
The reported event was unconfirmed, as all of the returned samples met specifications. Visual evaluation of the returned sample noted one used (within unsealed original packaging) and six unused (within sealed original packaging) ellik evacuators. Visual inspection of all seven samples noted no obvious visible defects. Both of the individual adapter package subassemblies were opened for the sample returned opened. Although the packages were open, the correct adapter appeared to be within the correct package. A visible "w/s" was present on the adapter in package. Additionally, the fluting on the side of the adapter matched the visible fluting pattern. A visible "a" was present on the adapter as well. The remaining six packages were unsealed and the adapter packages were removed. All adapters were contained within the correct sealed package, with the correct IFU identifying the different adapters. The inner diameter of the tapered end for all fourteen total adapters were measured and found to be within specification for each adapter measured. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.